Event description:
It was reported to covidien on (B) (6)-2009, that a customer had an issue with a yankauer suction instrument. The customer reports that the tip of the instrument broke off while in use. The surgeon examined the pt's abdominal cavity, but the broken tip was not observed inside the pt. The location of the broken tip is unk. No further treatment was given to the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.